Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with complaints of abdominal pain and cloudy peritoneal effluent fluid on 15/apr/2024. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin 2000 mg every other day and cefepime 2000 mg daily for 14 days. However, the patient¿s peritoneal effluent cultures returned positive for pasteurella multocida on 20/apr/2024, and the patient¿s cefepime was discontinued. The pdrn attributed causality to the patient interacting with his cat during ccpd therapy without utilizing proper hand hygiene afterwards. The patient has been reeducated; however, he continues to interact with the cats despite reeducation. The patient continued undergoing ccpd therapy while hospitalized without any reported issues and was discharged home on (B)(6) 2024. The patient recovered from the serious adverse events and continued to utilize the same liberty select cycler as before admission. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s).